Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. It was recommended that the video graphics controller board and display be replaced. The fse replaced the video graphics controller board and display. The issue was resolved and the device passed performance verification testing.

Event description:
It was reported that the display on the unit was not working properly. There was no patient involvement. The event date was not specified; estimate used.